Event description:
Customer stated that the provue analyzer probe was dripping and that no reagents or samples were affected. The possible affect of the reported condition is that the probe could drip either system wash solution a or b into a reagent via and dilute the reagent or sample resulting in a weaker reaction in a test.